Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator (usm1). System tested and verified as ready for use. Isi has received the usm involved with this complaint; however, the evaluation is not completed yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. A review of the site's complaint history found no additional complaints related to this complaint. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed error 32100 indicating the ac hardware current/voltage monitoring error reported on the usm1 (acm) related to the complaint. An event verification confirmed the procedure was performed on the reported event date of (B)(6) 2022 on system (B)(4). This complaint is considered a reportable malfunction event due to the following conclusion: a usm arm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted hysterectomy - malignant surgical procedure, the system displayed an error message when trying to deploy for draping. The customer received phone assistance from the technical support engineer (tse). Tse reviewed system logs and found multiple 32100 errors pointing to the axes controller motor (acm) on the universal surgical manipulator (usm1). The logs indicated that the customer disabled the usm1. After disabling the usm1, the deploy for docking feature was disabled. The tse recommended the customer to power cycle the system. The system powered up successfully after power cycle and the issue was resolved. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the unit involved with this complaint and completed the evaluation. Failure analysis investigation confirmed that the universal surgical manipulator (usm) has been returned and evaluated by the failure analysis (fa) team. Fa confirmed but not did not replicate the reported complaint. However, the error was confirmed via system logs. The unit was tested on an in-house system and passed normal mode. The unit was also tested on a psc fixture test platform (pftp) and passed fiber test, brake test, sine cycle, and direction test. After further investigation, the acm board will be replaced as a precaution.

Event description:
Refer to h10/h11 for follow-up information.